Event description:
It was reported that the right ventricular lead exhibited a capture anomaly. The lead was explanted and replaced on (B)(6) 2009 during a generator change out procedure. No patient symptoms were reported.

Manufacturer narrative:
(B)(4).